Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl, bupivacaine, and baclofen (unknown) at unknown concentrations/doses via an implantable pump for non-malignant pain. It was reported by the patient that on (B)(6) 2024, the patient went to have his pump filled and the doctor told him that there was a volume discrepancy and the doctor called the company representative (rep).

Manufacturer narrative:
H6. Device code: a1405 was updated to a24 review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and it was reported the patient did not experience any symptoms related to the event. The expected volume at the patient¿s refill was 5.7 mls and the actual volume was 8.5 mls. It was noted the patient had a normal myelogram. The cause of the volume discrepancy was unknown (normal myelogram) and it was noted they would address at the next pump refill.